Manufacturer narrative:
No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation.

Event description:
A site representative reported that, while in a cranial resection, the navigation system was unresponsive to clicks from the mouse. It was reported that the mouse would move within the navigate portion of the application software. The reported issue lasted for about ten minutes and functionality was restored after a hard restart of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.